Event description:
Pacemaker has been monitored and pt has developed a marked increase in impedance which is felt to be related to the head of a pulse generator. Pt taken to the cath lab, the pulse generator was located and disconnected from the leads. The leads were tested. The new generator was connected to the leads, the set screws securely fastened and excellent capture and sensing thresholds were obtained from the leads. The pocket was sutured.